Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." A corrective action has been initiated to further investigate powder adherence to the distal end of the scope. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the cardia, the physician used a cook hemospray endoscopic hemostat. The following was originally reported: while using hemo-7, the scope was in the retroflexed position and the scope began to stick to the tissue [difficulty/unable to maneuver endoscope - subject of this report]. The bleed was unable to be stopped [captured in separate report]; however the patient was stabilized and sent to embolization prior to surgery. A teleconference was held with the cook representatives involved and the following was determined: it was the physician's second time using hemo. It was a 3 am emergent procedure. They tried injection and other modalities to stop the bleed, the hemospray as a last resort. They used almost all 20 grams of hemospray. They were spraying in the retroflexed position for ten minutes and had not moved position. They tried to pull out the endoscope and it was stiff. The physician thought it was stuck on the endo trach tube, but noted that once the scope was out of retroflexed position it was moving the mucosa. After some elapsed time and manipulation of the scope, it was able to be removed from the patient. They were spraying hemospray to get the patient to the next step for hemostasis; hemospray nor the other modalities worked at stopping the bleed. The patient went to interventional radiology for embolization and that also did not stop the bleed. The patient was intubated and was recently extubated a few days later. It is not known how the bleed was ultimately stopped. The bleed was a stomach ulcer around the cardia. The hemospray not working to achieve hemostasis was related to the type of bleed. There was no indication from treating physician that the adherence event was related to exacerbation of the pre-existing bleed. An unintended section of the device did not remain in the patient's body. There were no further adverse effects to the patient related to the hemospray or the powder adherence to the endoscope.